Event description:
Information received from the field does not address the patient's clinical status but notes that post implant follow-up observed lead impedance >2500 ohms. The pocket was re-opened and when the lead was tugged, it came out without difficulty. The lead was reconnected to the pulse generator. Normal function ensued.